Manufacturer narrative:
D.4 UDI (B)(4). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate during a subsequent crossing of the implanted valve with the delivery system over a safari wire in preparation for post-dilation, a pericardial effusion was identified and was reported to be associated with an aortic root injury. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by right transfemoral approach. The valve was successfully deployed. During a subsequent crossing of the implanted valve with the delivery system over a safari wire in preparation for post-dilation, a pericardial effusion was identified and was reported to be associated with an aortic root injury. As a result, the procedure was converted to open-heart surgery for management of the complication. Surgical exploration identified a hematoma at the atrioventricular (av) junction. Hemostasis was initially achieved, and fibrin sealant was applied to stabilize the injury site. Following patient transfer from the operating table to the transport bed and subsequently to the ICU bed, recurrent bleeding was observed, reportedly due to re-aggravation of the injury site. The patient returned to the operating room for management of the bleeding. Drains were placed, and the patient was planned for transfer to the ICU for continued monitoring. The patient was reported to be in stable condition.